Manufacturer narrative:
Cts had the customer provide ocd the barcode symbology that they are using for their specimen identification in provue. The customer did provide the barcode symbology used on the barcode that was misread. The customer is using code 3 of 9 symbology with no check digit configured on the barcode itself. Cts informed the customer to use barcodes with check digits to prevent misreads as per the barcode limitations stated in the ortho provue users guide.

Event description:
The ortho provue misread sample ID:(B)(6) as ID:(B)(6). No erroneous results were reported. (B)(4)